Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 61.8cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 1mm long starting 5mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon bursted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was fine.